Event description:
It was reported that the patient's right ventricular (rv) lead fractured, resulting in a high pacing impedance and loss of capture. The rv lead was explanted and successfully replaced. The patient remained stable.